Event description:
Per user faciltiy, during a laparoscopic cholecystectomy and lysis of pelvic adhesions, the device misfired and then jammed. No pt injury. Device available for return.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned for analysis. The device was noted to have the cam broken from the right side. No anomalies were found with the jaws. The device was tested for functionality; it cycled, and ejected the remaining clips due to the cam condition. An investigation has been initiated to determine the cause of this issue.